Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was experiencing a loss of efficacy and slight worsening of incontinence. Patient reported leakage with straining, activity, and changing positions. Also reports a slight increase in nocturia. Patient still reports benefits from device, but not as effectively as before. The patient had an artificial urinary sphincter implanted. Issue was resolved without sequelae on (B)(6) 2023. Additional information was received from a healthcare professional (hcp) on june 18, 2024. They stated that, as for intervention, the entire system was explanted and not replaced. (B)(6) 2024 and the patient had an artificial urinary sphincter implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.